Event description:
It was reported that a patient had a burn from the grounding pad site.

Manufacturer narrative:
Analysis of the returned rfg-4-120v lot g4-1446 revealed that the available information in the complaint did not find or reveal any fault condition within the product. The product operates as intended with no issues.

Event description:
It was reported that a patient had a burn from the grounding pad site.